Event description:
It was reported that a tip detachment occurred. The lesion was (B)(4) stenosed, severely calcified and mildly tortuous distal right coronary artery. This rotawire was selected; however during insertion an area of the rotawire was cut off in the middle and the radiopaque marker was not visible. The procedure completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a tip detachment occurred. The lesion was 90% stenosed, severely calcified and mildly tortuous distal right coronary artery. This rotawire was selected; however during insertion an area of the rotawire was cut off in the middle and the radiopaque marker was not visible. The procedure completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: - the device was returned and the overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer.visual inspection identified that the spring tip was bent/kinked and stretched there is no evidence of guidewire fracture. Dimensional inspection was performed and was within specification.